Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The physician advanced a 2.5x24mm promus element stent delivery system (sds) to the lesion and deployed the stent. However, upon removing the sds, it was noted that there was some balloon withdrawal resistance and the sds was "sticky". There were no patient complication and the patient's current condition is listed as "stable". This product is only ous approved but it is similar to an approved us device.